Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sapien 3 valve remains implanted in the patient and is not available for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No photographs or case video/imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Complaint history review indicated the occurrence rate did not exceed the march 2020 control limits for applicable trend categories. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis and surgical bioprosthetic aortic or mitral valve replacement. Deployment of the sapien 3 valve in a previously implanted pulmonary surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. During the manufacturing process, the sapien 3 frame and leaflet components undergo multiple 100% visual and dimensional inspections by both manufacturing and quality. The sapien 3 valves undergo 100% coaptation testing and 100% visual inspection before and after attachment to the holder. Prior to final packaging, 100% visual inspection is performed to ensure no damage to the valve occurred from handling. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. In this case, the complaint was not able to be confirmed due to the unavailability of the device and/or relevant imagery. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Additionally, the physician did not allege any device malfunction in this case. As described in the complaint description, ¿initial valve was implanted and working perfectly. They then did a post dilatation with a high pressure balloon and appear to have damaged a leaflet resulting in regurgitation¿, and ¿during post dilation with a high pressure balloon, the balloon moved while it was fully inflated and [the physician] suspects that is what damaged the leaflet¿. The movement of a fully inflated balloon could create friction between inflation balloon and sapien 3 leaflets and between sapien 3 leaflets and frame. This sliding force may have caused the leaflet to tear, leading to valve regurgitation. Although a definite root cause could not be confirmed, available information suggests that procedural factors (movement of a fully inflated balloon during post-dilatation) may have contributed to the leaflet damage, resulting in regurgitation and the subsequent placement of a second sapien 3 valve. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed march 2020 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a pulmonic valve replacement procedure, a 26mm sapien 3 valve was implanted and ¿worked perfectly¿. Post dilation of the valve was performed with a non-edwards, ¿high pressure¿ balloon. Since only ¿very short balloons¿ were available, it was reported that there was more ¿back and forth¿ movement than normal when the balloon was fully inflated. Following post dilation, ice echo was performed. One of the sapien 3 valve leaflets appeared to be damaged/torn, resulting in regurgitation. A second sapien 3 valve was implanted with ¿great¿ results. At the time of the report, the patient was doing great. Both valves remain implanted in the patient.